Manufacturer narrative:
Batch review performed on 08 february 2021: lot 102750: (B)(4) items manufactured and released on 01-october-2010. Expiration date: 2015-08-31. No anomalies found related to the problem to date, all items of the same lot have been already sold. Another similar event has been reported since 2017.

Event description:
The patient came in reporting pain due to a loose stem 10 years after the primary and the cause of the loose stem is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.